Event description:
It was reported that while using the surgical fiber during a prostate procedure, it had a "malfunctioning fiber tip, firing at end not side of fiber". It is unknown how the procedure was completed. No further information provided patient outcome: "no patient injury reported".

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.